Event description:
A customer reported that during vitrectomy surgery, the system displayed a message and locked. The laser was exchanged and the surgery was completed. There was no harm to the pt.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).